Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor was set incorrectly by the customer. Customer's blood glucose level was 145 mg/dl. Reportedly, the customer adjusted the pump correction factor to be correct.